Event description:
It was reported the patient was experiencing pain at his ipg site. The area was red, swollen and the skin was eroded. It was also reported the patient had not charged his ipg in 3 to 4 months and was unable to communicate or charge his ipg. A sjm presentative met with the patient and confirmed the issues. The patient's scs system was removed and patient was treated with antibiotics.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. The patient did not recharge for several months. According to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. Therefore, the reported complaint is confirmed and is considered to be a user error. Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.